Event description:
It was reported that during a lap cholecystectomy procedure the surgeon was firing clips and they were intermittently ejecting, he used another device and had the same issue but was able to complete the procedure. The surgeon visually checked the clips and closed the patient. After watching the patient's monitors and blood tests in the post op area, they made a decision to return the patient to the or due to a possible blood loss issue. When the surgeon observed the patient he decided to perform a laparoscopic exploratory procedure and found that the clip that had been placed at the base of the cystic artery was malformed and open. The patient had significant blood loss and required six units of blood. The surgeon used a like device and clipped across the cystic duct to secure the cut line and completed the procedure. The patient is now stable. The two devices used in the case were discarded at the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6). Three attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 21 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the distal-most thoracic stent graft has lost distal seal and migrated proximally about 4 cm, compared to its position at a follow-up from 14 approx months ago, resulting in a type I endoleak. In addition, the aneurysm has expanded in about 13 months from 6 cm to 7 cm. At the time of migration, the distal aortic neck above the celiac artery was large, measuring 41-43 mm in diameter, and very short with about 15 mm of seal zone; the migration was attributed to aortic neck dilatation and disease progression. The physician has elected to intervene at a later date. No additional sequelae were reported, and the pt is stable.

Manufacturer narrative:
(B)(4). The surgeon performed a lap chole on a patient and used the device on the cystic artery and cystic duct, the patient was female(-I do not have name, age or weight of the patient) after he performed the procedure, the patient was taken to post op. In post op, the patient had a 6 unit bleed and was required to go back to the o.r. To determine the reason and cause to this issue. They performed an exploratory lap and found the clip that was placed on the patients side of the cystic artery was malformed and not secured which was determined the reason of why the patient had lost 6 units of blood. The surgeon removed the malformed clip and placed 2 secure clips from a like device to correct this matter. The patient is now fully recovered with no preexisting issues or complications due to this issue.